Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/14/2013 with the following findings: the text on the display screen was dim and discolored. The pump cover was removed and the display screen was replaced with a new screen for testing. Once completed, the contrast returned to normal with no discoloration of text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display was gradually fading and difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.